Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the usb charging cable and wall adapter in water. Subsequently, the cable and adapter stopped working. There was no reported impact to the customer's blood glucose level. A replacement cable and adapter were sent to the customer.